Event description:
It was reported that the lead was yielding anomalous electrical measurements. It was capped and replaced during a routine device change.

Manufacturer narrative:
No medwatch form was received.